Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported via health authority that the vitrectomy probe had no aspiration during vitrectomy surgery. The surgery was completed on the same day by replacing consumable. There was no information about patient impact.

Manufacturer narrative:
Addition information provided in b.5, h.2, h.6 and h11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that there was no patient impact.